Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, and subsequently lost consciousness. In addition, the customer sustained a scratch. A specific bg value was not provided, and the cause was not known. Customer required assistance with address bg level with fast acting carbohydrates.